Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06043. It was reported that the patient reported to the clinic upon feeling light headed. Interrogation of the implantable cardioverter defibrillator (ICD) showed missed therapy due to right ventricular lead noise and over-sensing. The physician explanted and replaced the ICD and right ventricular lead. The patient was stable throughout.

Manufacturer narrative:
The reported field event over-sensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.